Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's rfu indicator had a steady "x". There was not patient involvement.